Manufacturer narrative:
The device was received in the not deployed position. The first priming sequence ended prematurely due to a rotational sensor malfunction, resulting in completion of the second priming sequence without the needle deploying. The commutator cap was found to be contaminated. The contaminated commutator cap caused the rotational sensor malfunction. The contaminated commutator cap prevented the needle from deploying.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determined the needle mechanism failure reported. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the needle did not deploy. Pod was worn less than an hour.